Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer generated an error message. It was further noted that the programmer spontaneously shut down after a period of time. It was noted that the programmer was unable to boot up and displayed a black screen after replacing micro processor unit (mpu), handle was cracked, cooling fan was noisy, flex cable was worn (but still functional), bezel had cosmetic damage and bullets assembly was broken. The programmer was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer generated an error message. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.